Event description:
A distributor reported on behalf of a customer that the c6362, spectrum ii suture hook, 60° right device was being used during a shoulder rotator cuff procedure on (B)(6) 2024, and "during the operation, while the surgeon was using the instrument, the hook got broken from the hook side broken piece has been retrieved from patient with no harm.". The procedure was completed with a delay of 10-15 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The c6360, spectrum ii suture hook, 45° right will be listed as a concomitant device.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the c6362, spectrum ii suture hook, 60° right device was being used during a shoulder rotator cuff procedure on (B)(6) 2024, and "during the operation, while the surgeon was using the instrument, the hook got broken from the hook side broken piece has been retrieved from patient with no harm." The procedure was completed with a delay of 10-15 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The c6360, spectrum ii suture hook, 45° right will be listed as a concomitant device.

Manufacturer narrative:
Correction: d.4 has been updated to "unknown" since the lot number provided has been found invalid and no further information could be obtained. The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. A 2 year lot history review could not be conducted as a valid lot number was not provided. A device history record review could not be conducted as a valid lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Additionally, the IFU advises the user to not exceed five (5) procedures per limited reuse suture hook. Do not use disposable suture hook for more than one (1) procedure. We will continue to monitor for trends through the complaint system to assure patient safety.